Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the charger/modem was resetting. The cause of the resets is likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent bga connection which was likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the likely fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.